Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the im plantable neurostimulator (ins) was going dead because the patient saw the end of service (eos) on the patient programmer (pp) screen yesterday, (B)(6) 2016. Since sunday (B)(6) 2016, the patient could not connect with the implant to charge.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.